Event description:
The customer reported that the unit alarmed with high o2 pressure alarm the customer reported that the unit was not is use on patient. The customer spoke with product support engineer and was advised to release trapped pressure stuck in the o2 manifold. The biomedical engineer released the pressure and the unit started to function correctly. No part was replaced.

Manufacturer narrative:
Date of manufacture: 11/2014 (month and year). Date of manufacture: 03/25/2015. Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).